Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the abutment screw fractured in the implant.

Event description:
It was reported that when the patient came to the office her crown was out and the screw was missing and that there was no broken screw portion in the implant when the patient came into the office.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was not returned for investigation. Since products have not been returned, visual/functional inspection could not be performed. No pre-existing conditions were noted on the product experience report (per). The device was intended for tooth position #18 at the time of the reported event. X-ray or picture was not provided. A device history record (DHR) review and complaint history review could not be performed, as the lot numbers associated with the reported product are not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review was performed for the item number dating 12 months. The review revealed there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. Complainant reported that when the patient came to the office her crown was out and the screw was missing and that there was no broken screw portion in the implant when the patient came into the office. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined. The following sections have been updated: b5: describe event or problem. H10: additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was not returned for investigation. Since products have not been returned, visual/functional inspection could not be performed. No pre-existing conditions were noted on the product experience report (per). The device was intended for tooth position #18 at the time of the reported event. X-ray or picture was not provided. A device history record (DHR) review and complaint history review could not be performed, as the lot numbers associated with the reported product are not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review was performed for the item number dating 12 months. The review revealed there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. Complainant reported that the abutment screw fractured in the implant. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined.